Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. During extraction of the rv lead, the apical freewall was perforated, which required pericardiocentesis and sternotomy and exploration. It was reported that the right atrial (ra) lead had a dislodgement during the rv lead extraction. The ra and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that only the right ventricular (rv) lead perforated the apical freewall. It was further reported that the replacement ra lead was nicked by a suture needle. The replacement lead was not used and a new ra lead was implanted successfully. No patient complications have been reported as a result of this event.